Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start. During troubleshooting, fse found that hard disk drive of host pc was failed. Fse replaced hard disk drive and software. After replacement system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start. There was no reported patient or user harm.